Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional tests were performed. There was no damage observed. The customer's concern regarding failed calibration was able to be confirmed. The delivery accuracy tests found the pump to be over delivering outside specification. Root cause could not be determined. Actions were taken to mitigate the reported issues: replaced expulsor in order to bring the delivery into more nominal of a range.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.